Event description:
It was reported that during removal of a plate it was noticed that the screw was broken. The doctor used the large driver, but the hexagonal tip of the driver was deformed and driver could not function anymore. He then used a removal screw next, and when he loaded the torque on the removal screw, the removal screw broke. Finally he used a carbis drill. The screw head was removed, but the screw shaft was left in the patient. The doctor was worried about the secondary bone fracture, so he decided to close the wound. The doctor feels there is a quality problem with the driver. Tip of the driver looks squeezed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the extraction screw was broken during use. The investigation of the complained extraction screw shows that it was broken due to mechanical overloading during use. Exceeding applied mechanical force, well beyond its calculated design may have caused the breakage of the tip. We assume that the locking screw was completely blocked inside the locking thread. Maybe too strong tightening during insertion or some influence during the healing process caused fretting of the screw in the plate. Therefore a too high mechanical force was applied while trying to remove them. No product fault could be detected.